Event description:
It was reported that the mobile programmer application did not respond when attempting to perform a threshold measurement following implantation of a leadless implantable pulse generator (ipg). It was noted that the patient connector was repositioned; however, the issue persisted. It was further reported that the mobile programmer application displayed a white screen with an message indicating that an unexpected error had occurred. Troubleshooting steps were taken to include shutting down the host tablet and restarting the mobile programmer application. No patient complications have been reported as a result of this event. Application version: 4.3.5 host tablet os version: 18.5.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.